Manufacturer narrative:
A device history record (DHR) review could not be performed since the lot number was not provided by customer. There were no samples returned, however a photo was provided for evaluation. The photo exhibits that there are only 8 pieces of gauze. Based on the investigation and analysis, the possible root cause could occur during the manufacturing process if the worker mixed the rejected product from the weighing machine. As a continuous improvement, the supplier has updated the related standard operating procedure to clearly define the inspection process and disposition method during the weighting process which would identify any shortage within the stack. The operators have received additional training to heighten awareness of the reported condition which may occur during this during the weighting process to reduce the risk of said condition. This complaint will be used for trending purposes.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states that they received 8 pieces of gauze instead of the 10 that are banded.